Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced low blood glucose (bg) levels during the early morning hours between 4:00 am and 6:00 am. The lowest recorded bg 57 mg/dl. The device alerted the user to the low glucose level. The user treated the low glucose with 8 oz of juice, which corrected their bg levels. The user reported feeling tired during the episode. No external medical intervention was required.